Event description:
This pt underwent carotid artery stent implantation and approx three months post procedure suffered a stroke. This is a female with medical history including hypertension. This pt meets the high-risk criteria. The target lesion was right internal carotid artery described as moderately calcified, mildly tortuous, eccentric and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved with debris in the basket and without report or difficulties. The target lesion was pre-dilated with an unk balloon. No dissection was noted after pre-dilation. The pt left the angio suite neurologically intact. The pt was discharged the day after the procedure on an asa and plavix medication regimen. Plavix therapy was discontinued at the 30 day post procedure mark. Approx three months post procedure, the pt experienced dysarthria and ataxia and this event was diagnosed as an ischemic stroke. The pt was admitted to rehabilitation for therapy following the stroke. The stent remains implanted thus unavailable for analysis.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 14129205 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Three units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Process excursion record was generated because of the accumulation of defects, the defect with more issues (brite tip damage) does not cause the out of control point by itself. Based on the investigation, no action will be taken due to exist controls of inspection 100% in the process. The lot was released and the pths closed. This nonconformance bares no relation to the complaint reported. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. No corrective action is required at this time. Review of the info suggests that vessel/lesion and pt factors may have contributed to the reported event.